Event description:
It was reported that the patient underwent a catheter revision. No patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
Results code used for the catheter.